Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic gastric bypass roux-en-y procedure, the surgeon was dissecting the stomach when the device began self-activating in the ligasure mode. Once removed from the pt, the device continued to self-activate. The device was removed and there was no harm to the pt. Another device was used without further incident. The site's biomedical engineer tested the device after use and it did not self-activate.